Manufacturer narrative:
The investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA.

Event description:
The computer in this picture archiving and communications system (pacs) was internally burning and giving off smoke. The building was evacuated but the fire alarm system was not activated by the smoke. The fire department arrived and unplugged the pacs which stopped the burning and smoke. The fire department carried the pacs outside for inspection. There was no fire or smoke damage to the building. There were no injuries. The computer used in the pacs was repaired and then put back into operation.